Event description:
Pump under infused x 2 days 2 separate pumps what was left in bag did not equal reservoir volume. Pt pump had beeped high pressure but line flushed well. Cath flow was used to declot line.